Manufacturer narrative:
Of the 11 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to bolus button damage. During investigation for unrelated complaints, there were 2 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 11 malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio bolus issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-93 years of age and between 140 and 195 pounds. Of the reported patients, 8 were male, 2 were female, and 1 were unknown.